Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. Visual observations revealed that jaw to shaft pin is slightly broken and upper jaw is found deformed/bent. A needle was loaded into the gun and when the needle lever was actuated, the needle deployed through the needle channel successfully. Hence, the complaint of the needle will not release was not confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in the jaw-to-shaft pin shearing, and could potentially contribute to jaw deformation. We cannot determine a root cause for why the customer experienced the reported problem. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during rotator cuff repair surgical procedure, the customer's expressew iii without hook would not release the needle. During in-house engineering evaluation, it was determined that the jaw to shaft pin was slightly broken and upper jaw was found deformed/bent. The case was completed with another like-device with no patient harm or delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.